Event description:
It was reported the patient¿s pump was installed in his body on or about (B)(6) 2014. Thereafter, the pump malfunctioned and the patient went into severe shock. It was noted the pump was ¿defective¿ and was not giving medication, causing him to pass out and be rushed to the hospital. The patient was placed in the intensive care unit. It was further reported if not for the malfunction of the pump, the damages suffered by the patient would not have occurred. The type of drug being delivered by the pump was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).